Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection revealed a white particle, approximately 1.40 mm in length, floating in the fluid of the reservoir. Fourier transform infrared spectroscopy identified the particle as acrylic material. The reported condition was verified. The cause of the condition could not be determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had a white particle on the inside of the balloon. This was identified before use. The device was filled with an unspecified amount of sodium chloride. There was no patient involvement. No additional information is available.